Event description:
It was reported that there was a lead warning for impedance and the pacing and sensing polarization changed from unipolar to bipolar. The impedance issue could not be confirmed so the lead was switched back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.